Manufacturer narrative:
The unit was returned for evaluation. The unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.

Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Complaint about emptying home lox vessel. The vessel was emptying after filling of the stroller.